Event description:
The following was reported to hamilton medical ag: device repeatedly failed 'leak test' and 'flow sensor calibration' in pre-operational check.it also failed 'sys tubing tightness test' in service software.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.